Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported during the implant procedure, the right ventricular lead exhibited high capture threshold values even after the physician tried to re-position the lead. The lead was not used and a new lead was implanted successfully. The patient was stable throughout the whole procedure.